Event description:
The pt underwent a diagnostic angiography. The pt was not obese, but had known hypertension, dyslipidemia, and diabetes. No calcification, tortuosity, or scarring was noted. The initial groin stick was normal, however, after deploying the device, second mark was not achieved and the physician converted the procedure to standard access. Fluoroscopic visualization of the access site revealed an antegrade dissection of the femoral artery. The procedure was completed and manual compression was held for 30 minutes. Due to the late hour, the pt was held overnight.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A fluoroscopic image confirmed an antegrade dissection. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. An axera access system instructions for use (IFU) was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions, therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of spec. The root cause, based on available info, is unk as it cannot be definitively determined.